Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving higher readings from the freestyle libre sensor than how they felt. The customer felt hypoglycemic and experienced seizure, requiring treatment of sugar drink by spouse. Emergency services were also called and upon arrival, obtained an unspecified glucose reading, however no additional treatment was rendered. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving higher readings from the freestyle libre sensor than how they felt. The customer felt hypoglycemic and experienced seizure, requiring treatment of sugar drink by spouse. Emergency services were also called and upon arrival, obtained an unspecified glucose reading, however no additional treatment was rendered. There was no report of death or permanent injury associated with this event.